Event description:
Customer reported unexpected negative reactions with capture-r ready screen (4) on a patient sample.

Manufacturer narrative:
The returned sample (4+ hemolysis) was tested manually with retention crrs 4 lot. K161. The screening test gave a 1+ reaction with cell 1 and 4. The identification test reacted with a 3+ in cell 1, 2, 5 and 14 and with a 1+ reaction in cell 3 and 4. The customer did not return product for investigation. The customer's results were not reproduced.